Manufacturer narrative:
Visual evaluation of the device found no issues. Functional evaluation included injecting air and then liquid through the device using a syringe; both passed through the device without any issue. Additionally, a .009" diameter wire was passed through the metal needle without issue. No needle occlusion or blockage was noted. The working length of the device was formed into two 2" diameter loops, and the handle was actuated. The handle would extend and retract without resistance, but when the handle was actuated to fully extend the needle, only 3 millimeters of the metal needle visibly extended out of the outer sheath. The device was disassembled. Assessment found no issue with the inner sheath, and the needle was present, properly bonded, and without issue. Dimensional verification of the device found that the outer sheath length and inner sheath length were within specifications. The reported event that fluid would not flow through the device could not be replicated. Therefore, the most probable root cause for the event is "not confirmed." A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used during a procedure. According to the complainant, during the procedure the nurse was unable to get fluid to flow through the needle. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used during a procedure. According to the complainant, during the procedure the nurse was unable to get fluid to flow through the needle. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.